Event description:
A malfunction alarm identified as alarm 20 occurred with the pump during insulin pumping in finland. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Tandem technical support assisted the customer in loading a new cartridge with the correct technique, but the alarm recurred. Technical support decided to replace the pump and instructed the customer to use multiple daily injections as backup therapy. The customer was informed of the pump replacement and agreed to return the faulty pump with a pre-paid shipping label.